Event description:
It was reported that there was an issue with the customer's insulin pump. There was no adverse impact to the customer's blood glucose level. The customer was instructed to return the problematic pump to tandem using a pre-paid label and box, and a replacement pump was sent to them. The customer was advised to program their settings and connect their cgm to the replacement pump. Customer reverted to an alternative method of insulin therapy.